Event description:
Additional information was received that no clinical consequences for the patient.

Manufacturer narrative:
Other, other text: , corrected data: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device alarmed error 1660 appeared during infusion. No patient injury/involvement reported.

Manufacturer narrative:
Other, other text: no product was returned. The investigation determined the most probable cause to be the main board failure, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. D4: UDI and g5 are unknown.